Event description:
When the nurse and the pt were doing the injection it was identified during removal of the pen away from his abdomen the needle detached from the pen hub and stayed within the pt's abdomen area. No medical surgery was necessary. Additional information received via email on (B)(6) 2013, the reporter stated that the pt had an x-ray performed. They could not see the needle. They will see if the needle works it's way out to the surface of the skin. No further medical info is available.

Manufacturer narrative:
The 41 sealed and intact and 1 opened 31g x 8mm pen needle samples were returned. Visual inspection of the opened sample found a broken needle. Evidence of residual bending indicating that the needle was bent at a point of breakage. There was no evidence of manufacturing related issues. The sealed samples were also examined and no issues were observed. A lot history review was performed with no non conformance and the product met qc specifications.